Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, fever with cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, start dose, intraperitoneally), imipenem injection (1 gram, once daily, intraperitoneally) and amikacin injection (100 mg, once daily, intraperitoneally). At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.